Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed a user advisory 07 (discrepancy between load 1 and load 2 too large) message was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was the failure of the load cell. The archive data review indicated multiple ua07 errors on and around the reported event date, confirming the reported complaint. The autopulse platform failed the preliminary functional testing due to ua07 being displayed upon powering up, confirming the reported complaint. The load cell was replaced to address the reported complaint. Following the service, the autopulse platform passed the run-in and final tests without any faults or errors. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
The customer reported that the autopulse platform (sn (B)(6) displayed a user advisory 07 (discrepancy between load 1 and load 2 too large) message and will not clear. The customer tried to clear the ua by replacing the lifeband multiple times, but the ua persisted. No patient care was affected by this error.